Manufacturer narrative:
Patient weight unavailable from facility.

Event description:
Procedure commenced to extract two leads (rv and ra) due to infection. Rv lead was successfully extracted using an lld and a 14fr glidelight laser sheath. The physician then attempted to extract the ra lead; patient's blood pressure dropped when using the glidelight around the distal tip of the ra lead. Tee revealed a pericardial effusion. Sternotomy was performed with injuries were identified as a 4cm svc tear and a smaller tear on the innominate (tear size unspecified). Rescue efforts were unsuccessful; patient did not survive.